Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical prostatectomy, one hour into the procedure, while they were using an absorbable suture with a normal suturing technique, the first point on the needle was broken. They used another suture to complete the case. The patient has no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image and device. The visual inspection of the sample noted 1 suture and 1 needle. The needle was received with the tip broken off and the needle was received bent. Upon microscopic inspection of the needle, instrument marks were observed at the break site of the needle body, needle tip, and the bend site. Visual analysis of the image noted the opened suture foil and paperwork in a foreign language. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The observed instrumentation damages suggested that the needles were grasped improperly at the needle tip during application. Firmly grasping the needle at the tip weakens the needle causing it to bend and/or break. The recommended grasping area of the needle is at the needle body, where the wire is of a full diameter. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.